Event description:
Caller states patient received results of 138 mg/dl on inform system 1 and 79 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. Approximately one hour later patient received results of 69 mg/dl and 167 mg/dl within 10 minutes on inform system 2. Patient had low blood glucose symptoms with these results; he was given juice, which patient was able to consume on his own. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 551291, expiration date 08/31/2011). (B)(6).